Manufacturer narrative:
The device was evaluated, and the reported problem was not duplicated. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.

Event description:
The user facility in the united kingdom reported their system shutdown and would not turn on. The procedure had to be continued using manual I/a. There was no patient impact apart from a slight delay in procedure.

Manufacturer narrative:
The device was requested but has not yet been returned. The device history records were reviewed and found manufacturing and sterilization records to be acceptable. The investigation is ongoing.